Event description:
It was reported that the catheter was disconnected. The patient felt that the pump was not working anymore; she noticed that her tightness in her lower extremities returned, but denied any symptoms of withdrawal. An x-ray was done on (B)(6) 2014; the results were noted as ¿catheter dislodged¿. The catheter was replaced. The severity of the event was noted to be ¿moderate¿. It was noted that the event was unlikely related to the implant procedure. The device system was delivering baclofen. It was later reported that during the replacement surgery the catheter had a break in the distal segment. They saw a hole in the catheter right next to the anchor; there was fluid draining. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal (baclofen).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received and the event outcome was reported as resolved without sequela with a resolved date of (B)(6) 2014.